Manufacturer narrative:
E1/establishment name:(B)(6) added due to character limitation in respective field. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the high flow insufflation unit was set to use an insufflation pressure of ten, but it only went up to four. When it was set to twelve, it reached ten. The issue occurred during a therapeutic laparotomy procedure. The procedure was completed with an olympus back-up device. There were no reports of patient harm.

Event description:
No additional information received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, h2, h3, h6, and h11. The device was returned to olympus for inspection, and the reported failure was not confirmed. Based on the results of the investigation, a probable root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.